Manufacturer narrative:
Results: investigation summary: samples/ photos: according to the visual analysis of the photos, it was possible to verify that the packages were opened in the sealing area. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. DHR review: the batch 5240073 claimed on angiocath 22gx1.00in was analyzed for the tests that could lead to claimed defect, such as: adhesive transfer test, which is evidence through mark of the sealing film, the adhesiveness of the paper was transferred to the bottom web, assuring the sealing of the product; packaging leakage test, which is a test that challenges the integrity of the sealing, as the holes, sealing channels or any other breach of the sealing that could compromise the sterilization of the product; width and sealing test, which evaluates the parameter according internally specified that the width of the seal should be greater than 3.2 mm also were all within specifications. All parameters of the sealing machine were within that specified for the claimed lot. Based on this analysis, no records were found that could lead to the incident in question. Qn/ ncmr review: there were no records of qn that could lead to the incident in question for the lots involved in this complaint. Investigation conclusion: confirmed: bd was able to confirm the complaint containing the claimed defect. Investigation comments: although there were no records of failure/ integrity of the seal in the batch history analysis and in the records of non-conformity or quality notification for the claimed batch, the complaint was confirmed by analyzing the photos of the customer containing the defect claimed. Root cause description: although the photos confirmed the open packaging claim, it was not possible to determine the root cause of this defect, due to the absence of nonconformities related to this defect and due to the lack of objective evidence in the device history record of packaging claimed, such as: the packaging parameters are within the specifications, the adhesive transfer mark on the film, which proves that the product has been properly sealed during the packaging of the product. Rationale: based on a severity assessment and occurrence, it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Event description:
It was reported that the sealing on the packaging of angiocath¿ IV catheters were found open breaking the sterile barrier. There was no report of injury or medical intervention.